Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the epg (external pulse generator) turned itself off while in use with a patient in the intensive care unit. The patient's blood pressure dropped, and they attended to the patient and took off the epg. The epg was sent to the biomed for evaluation. No further patient complications were reported as a result of this event.